Manufacturer narrative:
Zoll medical corporation has not receive the deice for evaluation and this complaint is still under investigation.

Event description:
Complainant, alleged that during a routine shift check by a clinician, the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.